Event description:
Per provider: sieve beds are dusted. Per independent repair center statement: unit alarming or red light, the key failure is sieves are dusted. Additional issues pvc tubes discolored, heat exchanger clogged and tie wraps leaking.